Event description:
During an atrial fibrillation procedure, the tip of the catheter was fractured resulting in no image being displayed. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. The catheter tip was intact and undamaged. Further, the catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture remains unknown.